Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The useful life of freestyle optium neo meter is 5 years. As the manufacturing date of this product is 2018, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter. No issues were observed. The indicator lights did not flash. Meter did not turned on with button and strip insertion. Meter communication initiated by using usb cable plugged to the meter usb port and a computer usb port and connected to masterm. Communication was not successful and meter display is not on. The returned meter was de-cased and visual inspection has been performed. Liquid contamination was observed on the pcba(printed circuit board assembly). Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. Therefore, issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.